Event description:
While receiving assistance with the insulin pump's settings, customer reported having a blood glucose level of 400 mg/dl. Customer reported that her blood glucose level had come down to 335 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.